Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via a merlin@home transmission showing non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. Patient did not receive therapy during the oversensing. Programming changes were made. Patient was stable throughout the event.